Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/09/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. It was reported that the pediatric patient was using adult receiver. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of no audio output cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported no audio output cannot be determined.